Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via web form entry that the insulin pump had damage on reservoir lip ring. The customer¿s blood glucose level was unknown. Customer stated that reservoir unable to lock in place when inserted into insulin pump. Customer stated that replace the insulin pump for the retainer ring safety noticed. The insulin pump will not be returned for analysis.